Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Time between testing on (B)(6) 2012: minutes apart. Pt went to the lab one hour after results on (B)(6) 2012 to get tested using venous sample. Lab result not provided. Pt¿s therapeutic range: 2.0-3.0 inr.